Event description:
It was reported that the unit would turn itself off after being on for roughly 45 minutes. It was further reported that the unit was used in a case and the event happened towards the end of the case. No adverse consequences were reported.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.